Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. (B)(6). Customer is concerned about his reading being so high with no symptoms at all. He had chemo treatment again about 2 wks ago and in the past his blood sugars would be high than they would eventually go down but this time his blood sugars are staying high. I did ask him if he has spoken to his dr about this and the dr told him before the chemo that it will raise your blood sugar but take your pill and if it goes over 200 mg/dl take another pill. Customer hasn't done this since he does not believe the meter is reading correctly since in the past his blood sugars have come down by now. Customer only runs his blood as a fasting but lately he has been running his blood between several meals.